Event description:
It was reported that the procedure was to treat a 98% stenosed de novo lesion in the right coronary artery (rca) with heavy calcification and moderate tortuosity. The 3.5x23mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted at nominal pressure, 11 atmospheres (atm); however, a stent strut had become fracture and a dissection occurred. Therefore, a 3.5x28mm was implanted to treat the stent fracture and dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported break and patient effect cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that a stent fracture (break) was observed after dilation of the stent delivery system (sds). Factors that may contribute to a stent break include, but are not limited to, interaction with accessory devices, over expansion of the stent, deployment technique, material properties, and/or anatomical characteristics. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.